Event description:
Patient called in to report that it alerted the patient to "call the helpline, your our device needs service." The patient stated that there is a wrench on the monitor with the service error code. Customer care advised the patient to reboot the system. The issue was resolved. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Returned therapy cable failed inspection for unrelated issue but passed safety. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. The reported condition was not able to be replicated. The reported service error code alert can be attributed to a system power-on self-test fault detected when a patient plugs and unplugs the therapy cable during system boot up. Will continue to monitor and trend service code issues for failure modes.